Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer's analysis could not confirm the customer comment that the device turned off on its own; the main printed circuit board (pcb) was replaced as a preventive measure. It was also noted that the lower case was broken, upper case was dented, and the display wires were pinched with the red wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off automatically. The patient went into cardiopulmonary arrest and chest compressions were performed. The epg has been returned for a test and calibration procedure. No further patient complications have been reported as a result of this event.